Manufacturer narrative:
(B)(4). Only event year known: 2018. Additional information was requested and the following was obtained: can you please clarify, when the clips "chipped from the applier" did the clips fall out of the jaws? Please provide further detail of the event. Response: I talked to a few scrubs, ¿chipped from applier¿ should be ¿slipped from the applier¿ which to us means the clip fell out of the applier before it could be used. Device analysis: the analysis results found that the el314 device was received with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed and certed by external manufacturing that the manufacturing criteria was met prior to the release of the equipment.

Event description:
It was reported that the clips chipped from the applier and don't clip tight. This was discovered during testing. There was no patient involvement.